Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician accidentally breached the insulation of this left ventricular (lv) lead while using an electrocautery. Further, this lead was successfully repaired by using a repair kit. The lv lead remains in service. No additional adverse patient effects were reported.